Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while it was used in combination with a ventilator during ventilation. The root cause was determined to be a defective gas circuit inside the air compressor unit due to insufficient maintenance of the device. In consequence the defective part was replaced. There was no reported patient or user harm.

Event description:
On nov. 10, the nurse found that the ventilator compressor was made sound of banging and the compressor was not working normally. If not founded in time, the patient will have difficulty breathing, systemic cyanosis, slow heartbeat, and even cardiac arrest.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between (B)(6) 2022 at the (B)(4).  Reported by user outside the us. Report reference (B)(4). The report says: "on (B)(6) 2022 the nurse found that the ventilator compressor was made sound of banging and the compressor was not working normally. If not founded in time, the patient will have difficulty breathing, systemic cyanosis, slow heartbeat, and even cardiac arrest. Immediately stop the ventilator, replace the ventilator, report to the head nurse, and contact the maintenance engineer. The reason is compressor works continuously, heat dissipation is slow" problems caused by broken conduit inside the air compressor. The reason for this is usually due to no regular maintenance and replacement of accessories. Has nothing to do with the "compressor continues to work, slow heat dissipation" stated in the report. Therefore, this is a problem due to clinical operation and has nothing to do with the quality of the ventilator itself. Normally, the conduits in the air compressor should be maintained every 5000 hours of running or once a year, and should be replaced after reaching 20000 hours. The issue is not likely to be serious to public health but is likely to cause serious injury or death to patient if it were to reoccur.

Event description:
On (B)(6) 2022, the nurse found that the ventilator compressor was made sound of banging and the compressor was not working normally. If not founded in time, the patient will have difficulty breathing, systemic cyanosis, slow heartbeat, and even cardiac arrest.